Event description:
A nurse reported that the cylinder taken know would not turn which resulted in a pt receiving an air bubble instead of gas. Two days later, the pt had to receive another installation, this time with gas from a newly purchased tank. The tank was attempted to be used was expired at the time use. An additional surgical procedure had to be performed after the gas bubble was instilled, as the pt required further treatment for reasons that were not specified by the nurse.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).